Manufacturer narrative:
4315 - the previous report incorrectly identified that user error contributed to the event. The knife issue identified as an unrelated finding during failure analysis was caused by user error. However, the skiving issue on the reload remains a malfunction.

Manufacturer narrative:
Isi has received the sureform stapler 60 blue reload involved with this complaint for evaluation. Failure analysis confirmed that the sureform stapler 60 blue reload has cartridge damage. Skive marks were found on the top, sides and where the knife started to retract into the cartridge. It is possible that the skiving could have generated particles that detached from the cartridge. Indentations were present along the upper part of the knife edge, which is indicative of firing across hard objects such as staples. Firing across hard objects can be considered misuse. Since multiple sureform stapler 60 blue reloads were used in the procedure, it is possible that the reload was fired across existing staple lines. The staple from a previous firing can get caught in the knife track during retraction, causing the skiving on the reload. The hospital site has also provided a photo image of the foreign bodies for evaluation. An isi clinical development engineer reviewed the photo image and confirmed that three foreign bodies were present in the patient. However, the source of the foreign bodies could not be determined at this time. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Per logs, the surgeon successfully fired ten sureform stapler 60 blue reloads. Ten sureform stapler 60 blue reloads were returned with this defective reload for analysis. Failure analysis confirmed that the ten sureform stapler 60 blue reloads had no damage and all pushers were intact. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted gastric bypass procedure, fragments from a blue stapler reload fell inside the patient and were not retrieved. At this time it is unknown what caused the breakage to occur and if the reload fragments were retained inside the patient.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, debris from the sureform stapler 60 blue reload was found inside the patient's abdomen. The procedure was completed with no reported patient harm, injury, or adverse outcome. On (B)(4) 2019, intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present during the surgical procedure. After the surgeon had stapled the stomach tissue using the sureform stapler 60 blue reload, he noticed that three tiny blue plastic pieces from the stapler reload fell inside the patient's abdomen. The surgeon was unable to remove the blue plastic debris from the patient. There were no post-operative complications as a result of the reload issue.